Event description:
The customer observed false positive alinity I total b-hcg result that repeated negative. Sid (B)(6). Generated positive alinity I total b-hcg of 30 miu/ml but repeated negative of <2 miu/ml. The customer questioned that the false positive result was from sample carry-over as the preceding sample was bhcg positive of >10,000 miu/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The initial report was submitted under manufacturer report number 3005094123-2022-00080 (longford, ireland as manufacturing site) with suspect medical device of alinity I total b-hcg reagent kit, list 07p51-20. After further evaluation, the suspect medical device was changed to alinity I processing module, list 03r65-01. (B)(4) as manufacturing site, which is this report. Postal code: the postal code should be (B)(6) but a preceeding 0 was included to equal a total of 5 digits of (B)(6) due to system requirements. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting procedures including replacement of the syringe assy. The customer preformed qc to verify performance. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The syringe assy was determined to be the likely cause of the issue. A trend review found no adverse trend or systemic issue for the syringe assy was identified. Review of the alinity I system identified no similar issues related to the alinity I series, likely cause parts, or discrepant results as described in this ticket. A corrective and preventative action search for non-conformances was performed and there were no non-conformances related to the current complaint. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of elevated /discrepant results and the alinity I service documentation provides instructions for the removal, replacement, and verification of the syringe assy. No product deficiency was identified.